Event description:
The external pulse generator was returned for service due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower case halves were broken. Analysis found evidence of a non-company person having disassembled and reassembled the device, with printed circuit board (pcb) flex's not locked into pcb connectors, wrong screws throughout the device and a "vaseline like" substance throughout the heart lead flex compartment. Analysis also found the liquid crystal display lens was broken, both bail covers, both bails, the ring cover and the ring were missing, the heart block and the lead flex cover were contaminated, the pcb flex's were creased, the ventricle connector was not tightened onto the case, it was loose, the battery contacts were compressed, the battery drawer was damaged and the main pcb was out of specification. (B)(4).